Event description:
The customer stated that the aspartate aminotransferase activated (ast-a) reagent is labeled alt-a on top of the bottle. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.